Event description:
This is a pms case indicating that during the (pta) percutaneous transluminal angioplasty procedure, the angioguard xp delivery system and two precise stents were successfully placed. Pre-dilatation was conducted with a 3.5mm unknown brand balloon at 7 atmospheres and post-dilatation was conducted with 4mm unknown brand balloon at 10 atmospheres. When the stent was placed in the target lesion, the patient's blood pressure dropped during the procedure. Ephedrine hydrochloride was administered to the patient and his blood pressure returned to normal. According to the physician, this more likely occurred due to carotid sinus reflex by stent placement.

Manufacturer narrative:
This patient with identification case was admitted without neurological symptoms. The target lesion was the left internal carotid artery. There was no calcification or vessel tortuosity, and the rate of stenosis was 80%. The lesion diameter 2mm and 30mm long, diameter where the angioguard was placed was 3.37mm. The blood pressure at pre-procedure was 122/82mmhg, post-procedure: 106/56mmhg. Act at pre-procedure: 122/sec, and act during the procedure was 300/sec. Pre procedure consisted of aspirin, argatroban hydrate, cilostazol and clopidogrel, and intra-procedure medication consisted of heparin sodium and ephedrine hydrochloride for the day of the procedure. Note: facility lot number is cordis lot. Per facility report c 7,312: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (delivery system) and dial protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycarda. Stent placement may promote persistent stimulation for these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report #9616099-2009-00737.